Event description:
Information received indicates the bed has no head up function.

Manufacturer narrative:
The facilities maintenance found debris around the CPR valve seal, causing the valve to stick in the open position. Maintenance cleaned the CPR valve to repair the bed.